Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button has stopped functioning. Troubleshooting with tandem technical support was performed. The device still turns on when plugged into a power source. Customer had elevated blood glucose levels (311 mg/dl). Contact stated they will call customer's health care professional for a back up method for insulin therapy.